Event description:
Shocking sensation that started but stopped but then stayed shocking my tongue after I turned it on again. Upper airway stimulation (uas system). They start low and add high but mine started shocking my tongue.